Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient's dds recommended they cease treatment due to a bilateral class 3 molar relationship as well as a class 3 left canine relationship. In addition, fremitus on the maxillary right central incisor, tooth #8, was observed when the patient occluded in maximum intercuspation, which may be indicative of traumatic occlusion. The patient will require oral surgery and orthodontic consultation for a treatment to correct the class 3 relationship.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.